Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =the device was received and inspected. Upon visual inspection, the sutures were found to be broken and broken piece was returned. This complaint is confirmed. It is possible excessive force or tension may have caused the reported condition. One other possible root cause, due to contact with a sharp instrument(clamp) during the procedure which damaged the suture resulting in it breaking. The fraying found on the returned suture could be an indication of this. A manufacturing record evaluation was performed for the finished device 6l43136 lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = a manufacturing record evaluation was performed for the finished device 6l43136 lot number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that the rgdloop adjustable long the white thread in charge of raising the graft broke after tensioning the graft, in addition the orthocord violet w/mo7 taprndl * pk/12 the plate that holds the graft is brought and cortical fixation is lost. No patient consequences, there is a surgical delay of 45 minutes reported. The device is available to be returned for evaluation.